Event description:
Went on bypass using this particular oxygenator and was on bypass for about 15 minutes when the oxygenator started to leak from area of the gas exhaust port (small slit in the housing). Attempted to seal with bone wax, however, continued to leak throughout the case. Informed the surgeon. Hematocrit continued to drop and 4 units of packed cells were transfused (2 units on bypass). Were able to get off bypass without changing the oxygenator out. Pt stable.